Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported not feeling pain relief since 2 weeks ago, he needs stimulation for back/lower back and right hip pain. Technical services(ts) had patient turn stimulation on in group c and patient increased stimulation to around 5-6ma but patient wasn't feeling stimulation or pain relief, and normally he would feel stimulation at around 5-6ma. Patient then was instructed to go to group a and then group b, with no pain relief or stimulation. Patient denied having had fall/trauma or accident recently.

Event description:
Additional information was received, it was reported the patient was redirected to their representative and their battery was disconnected. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.